Event description:
The pt's family member contacted lifescan and alleged the one touch ultra meter would not power on and had segments missing. A reading of 115 mg/dl was reported. A medical professional was contacted for advice. No symptoms of high or low blood glucose at the time of concern. No treatment was given. The customer care rep performed troubleshooting and the meter would not power on. Based on the info obtained there is evidence the product malfunctioned. The meter was replaced and return expected.